Manufacturer narrative:
Initial and final MDR device 4 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jun-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen. The infusion set was in use for 4 to 6 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.